Event description:
It was reported that "the handle product number 1-1082 had damaged teeth, which obligates an endosurgery to become a laparotomy."

Manufacturer narrative:
The manufacturing engineer visually examined the returned device, and found the handle exhibited damaged teeth on the trigger which would cause the rachet not to engage properly, however, rotation and trigger function were acceptable. According to the manufacturing engineer the damaged that occurred during use of the handle would indicate that it would have had been physically forced open to remove the cartridge. The trigger action would have had to have been reversed prior to its complete cycle, this would cause the metal teeth from the ratchet to tear the plastic teeth from the trigger. The damage to the teeth then causes the ratchet to slip and subsequent firings. The reported problem appears to have been caused by user abuse/or misuse of the devices. The manufacturer found no manufacturing defects of these products. We are now considering this complaint closed. This is a reusable handle that uses single use disposable cartridges. This report is being filed after the stated 30 day time from due to an over sight in the department. The file was closed and inadvertently filed without filing the mandatory report.